Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced fistula, bladder injury, urinoma in pelvis, urinary incontinence, recurrent urinary tract infections, hospitalization for urosepsis, candidiasis in vulva or groin, device exposure, use of indwelling catheters, bladder spasms, acute chronic low back pain, multiple computed tomography scans, cystourethroscopy, fiberoptic sigmoidoscopy, cystogram, and urinary leaking. Patient had an emergency department visit that lead to hospitalization due to increasing abdominal pain with obstipation for several days and a very distended or tympanic abdomen. Patient had an abdominal computed tomography scan with a large bowel obstruction and a very dilated cecum with a transition point at the rectosigmoid portion. Patient had an emergent exploratory laparotomy, removal of her ischemic colon, subtotal colectomy, creation of end ileostomy and mucous fistula, a pelvic drain placement, bilateral ureteral stent insertion, posterior bladder trigone biopsies, exploration and evaluation of adherent sacral foreign body, and a cystoscopy. Intraoperative findings noted a foreign body that did not feel like mesh, perhaps it was suture or some other material that has now encased with tissue, it is likely that material is what¿s causing that possible fistulous tract at her bladder base. Coordination of care for patient's surgical plan includes a suprapubic catheter placement with possible combined surgery to treat vesico-pelvic fistula and a partial explantation of the sacrocolpopexy device.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.